Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the iliac and superficial femoral vein. During the procedure, an error message displayed "a kink in the catheter" during aspiration and aspiration stopped. The device was removed from the patient and re-primed. No kinks were observed, but it would still not work. Another of the same device was used to complete the procedure. There were no patient complications and the patient condition was noted as stable.